Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting return of device.

Event description:
It was reported by the customer, that during preparation, prior to a surgical procedure, it was noted that the bur was broken in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported by the customer, that during preparation, prior to a surgical procedure, it was noted that the bur was broken in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.